Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was not recognized even after the pump was left plugged into a confirmed working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer switched to a different charging cable, observed damage to original cable, and confirmed pump began charging, then planned to use multiple daily injections as backup therapy while awaiting replacement charging supplies and a replacement pump, and technical support provided instructions for handling, programming, and returning pump equipment.